Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning the way it normally does. It takes it's time. They checked the battery but that was not the problem. They also reported that had experienced multiple high blood glucose beginning on (B)(6) 2017. The customer was vomiting and had diarrhea for two days straight. They went to get checked up and the doctor took x-rays of the customer but they were not given medicine for high blood glucose because the medicine the customer used was unavailable. The customer treated their high blood glucose with the insulin pump. The customer reported they were then hospitalized on (B)(6) 2017 due to constipation and a broken rib. The customer's blood glucose level at the time of admission was over 600 mg/dl. The customer remained on the insulin pump while they were hospitalized. The customer's current blood glucose level was 403 mg/dl. The customer declined troubleshooting. The device will return for analysis.